Event description:
It was reported that the patient with this right ventricular (rv) lead reported feeling unwell and a cardiac tamponade due to a perforation was found using and echocardiogram and x-ray imaging. A intervention was performed and pericardiocentesis performed. This lead was attempted to be repositioned however difficulties retracting the helix were encountered. The lead was able to be removed and entangled tissue was noted in the helix. Given the patient condition a new lead was not placed immediately. The a new pacemaker was placed in order to meet compatibility for patient conditions and the required pacing settings in the absence of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead reported feeling unwell and a cardiac tamponade due to a perforation was found using and echocardiogram and x-ray imaging. A intervention was performed and pericardiocentesis performed. This lead was attempted to be repositioned however difficulties retracting the helix were encountered. The lead was able to be removed and entangled tissue was noted in the helix. Given the patient condition a new lead was not placed immediately. The a new pacemaker was placed in order to meet compatibility for patient conditions and the required pacing settings in the absence of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.